Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, trauma / accident, pain, inflammation, mobility. Patient bit on something hard, since then there have been problems, periimplantitis has developed due to trauma.